Event description:
Pulmonary artery catheter inserted in or. Worked effectively until 4:00am next day when rn or physician unable to obtain and measure pulmonary artery wedge pressure. Pulmonary artery catheter replaced. Balloon found to leak after removel.